Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1 initial reporter country code: this study was conducted in multiple countries, germany, austria, USA, and switzerland.

Event description:
This report is being filed to submit va clavicle plates data received within teca clinical affairs. The data attached is an interim annual report from the ao va clavicle study/registry taken from multiple sites. Adverse event(s) and provided interventions possibly associated with unk - constructs: 2.7 mm variable angle distal clavicle plate/screws (qty 9): 9 patients experienced adverse events are possibly related / related to the investigational device. Pain/discomfort/prominence and nonunion; treated with device removal (n=1). Adverse event(s) and provided interventions possibly associated with unk - constructs: clavicle hook plate/screws (qty 2): 2 patients experienced adverse events are related to the investigational device. Pain/discomfort/prominence. No operative treatment noted.